Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Manufacturer narrative:
The initial report was submitted with incorrect codes. This report is to change coding as follows: medical device problem code: remove 1260, add 2616. Type of investigation: add 10. Investigation findings code: remove 3252 and 3243, add 114 and 213. Investigation conclusion code: remove 50.